Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours on unknown location.

Manufacturer narrative:
The device was received partially deployed. The formed needle was observed protruding past the needle well. Upon opening the device, the hard cannula was observed to be dislodged from the slide retract. The hard cannula was incorrectly installed. The incorrect installation of the hard cannula resulted in the needle's inability to deploy. An 0x14 alarm, timeouts, and a drive stall were observed in the data. The device was reset and rerun. No alarms, timeouts, nor drive stalls were observed in the data. No occlusions were observed to the fluid path, and no damages were observed to the the drive mechanism nor fluid path. The cause of the alarm could not be determined. The slide retract was observed to be damaged. This damage was caused by the incorrect installation of the hard cannula.